Event description:
Additional information was received that the patient¿s ¿battery flipped over¿. The patient stated that on monday ((B)(6) 2020), they stood up from their chair and their partner said it looked like a cell phone was sticking out. The patient reported it felt like the device was pushing against their spine, and that a CT scan taken one month ago showed the lead wrapped around their spine. The patient went to the ER and was directed to go to their primary healthcare provider. The patient reported they only weighed 90 pounds. No further device issues and no further patient complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1hrjh serial# implanted: (B)(6) 2017 explanted: product type lead b3: event date is approximate (month and year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot# va1hrjh, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient mention pain at the lead site as well as the ins site. Factors that may have contributed to this issue is that the patient is very thin and not much room to place the devices. Impedance test was cleared and all electrodes less that 4000 ohms. A pocket revision was done, removed capsule and put device deeper issue was resolved, impedance tested find and standard 4 programs were used p1 through p4 and patient was getting good clinical results. No further complications were noted or anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device was twisting and turning. According to the patient the whole device was replaced in (B)(6) 2017 and now the battery pack was "flipping over." Additionally, the patient reported that it was hurting them and they have to push it so that it does not turn. Over the last week it was constantly moving and if the patient moved a certain way it will flip. Furthermore, the patient indicated that it hurts when the ins gets stuck as it moves. The patient was uncomfortable and indicated that this started a couple weeks prior to the call. At the time of the call the patient indicated that they loves the device and doesn't want to be without it, but was afraid they were going to damage the system. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on november 3rd reported the pocket for the implantable neurostimulator (ins) was too loose. The hcp stated the ins flipping, pain, and discomfort had not yet been resolved. There were no further complications that have been reported as a result of this event.